Event description:
A surgeon reported that following a glaucoma filtration device implant, the device was found to be touching the iris the day after surgery. There was no harm to the patient. The device remains implanted in the eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).